Manufacturer narrative:
Occupation is patient/consumer the meter was requested to be returned for investigation. The investigation is ongoing.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. It was alleged that the device's display showed the code number as hazy, and not as clear as usual.